Manufacturer narrative:
Literature citation: haddad et. Al. Surgical treatment of calcaneal comminuted intrarticular fractures: long-term follow-up. Open journal of clinical diagnostics, 2014, 4, 117-122. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
In a 2014 clinical study, haddad et al. Titled, "surgical treatment of calcaneal comminuted intrarticular fractures: long-term follow-up" the authors report skin necrosis of the flap occurred in one patient. Coverage by a sural flap (musculo-cutaneous rotational flap from the soleus) was done with excellent results.